Manufacturer narrative:
The tandem user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load process, the customer accidentally selected the "fill cannula" step which resulted in the customer experiencing a low blood glucose (bg) below 20 mg/dl. Subsequently, the customer experienced a seizure. The customer was admitted to the hospital on (B)(6) 2020 and was treated with an intravenous glucagon injection and food. The customer left the hospital on (B)(6) 2020 with no permanent damage sustained and the issue resolved. Review of the pump data logs by tandem technical support verified that the customer had accidentally entered the load sequence and continued to fill the tubing for 17 units while connected at the infusion set site. Recommendation was made to turn off the pump screen after usage and decrease the pump screen timeout settings. The contact acknowledged the information provided.